Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Healthcare professional reported right side "sudden inflammatory episode with capsular contracture", baker grade unknown, and pain. Healthcare professional also reported "functional limitation of some movements on the upper limbs", minor in severity and not device related. Device has been explanted and replaced.